Manufacturer narrative:
(B)(6). Device evaluation by MFR: the guidewire was returned with the distal tip damaged. Visual inspection found the guidewire to fractured 183.5cm from the proximal end. The detached section was not returned. No other damage was found. Dimensional inspection found the outer diameter of the middle and proximal section of the guidewire to be within specification. The outer diameter of the distal tip could not be measured due to the fracture. The overall length could not be measured due to the fracture distal tip.

Event description:
It was reported that the tip of the guidewire broke inside the patient. A 185m pt2 moderate support guidewire was selected to treat a chronic total occlusion in the left anterior descending artery (lad). While crossing the lesion, the tip of the guidewire broke. The tip was left inside the patient. An unknown stent was used to stent the broken tip to the wall of the artery. The procedure was successfully completed. The patient experienced no complications.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the tip of the guidewire broke inside the patient. A 185m pt2 moderate support guidewire was selected to treat a chronic total occlusion in the left anterior descending artery (lad). While crossing the lesion, the tip of the guidewire broke. The tip was left inside the patient. An unknown stent was used to stent the broken tip to the wall of the artery. The procedure was successfully completed. The patient experienced no complications.